Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 manifold leaking. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR 04 oct 2019. The manufacturer¿s field service engineer (fse) confirmed the reported leak issue. The fse recommended replacement of the manifold assembly to address the reported problem. The customer rejected the device repair and the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.